Event description:
It was reported to medtronic minimed that the customer experienced loss of communication. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and indicated product replacement. No harm requiring medical intervention was reported. Mmt-1711k was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to verify pump/transmitter communication anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 2 alarms on (B)(6) 2022 at 11:11:32 am according in the detailed trace file. Pump error 2 alarm was generated since main mcu could not sync with the motor mcu (line number: 1317; file number: (B)(4), suspected on hw. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 05-jan-2022 in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Retainer ring damage (a cracked retainer) was confirmed. Unable to verify pump/transmitter communication anomaly and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 2 alarms. Pump error 2 alarms, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.